Manufacturer narrative:
Date of event: (B)(6) 2017; additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to not getting adequate pain relief after a motor vehicular accident. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.